Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm at zone 2 approx 8 months ago. The pt had a bovine arch. The proximal aortic neck was 34 mm in diameter, and the distal aortic neck was 27 mm in diameter. Two talent thoracic stent grafts (MFR report # 2953200-2011-01503, 01504) had been implanted in order to intervene for a proximal type I endoleak and migration of another MFR's stent graft, which had previously been implanted in the pt, along with coiling, approx 35 months ago. The aneurysm measured 8.4 cm in diameter approx 5 months after the initial implant from the other MFR and then 7.8 cm in diameter approx 8 months after that. It was reported that approx 1 yr ago, the pt had voice hoarseness and recurrent nerve paralysis. Approx 10 months ago, the aneurysm measured 9.3 cm in diameter. Approx 4 months ago, the pt was transferred to another hospital and later expired due to an aneurysm rupture.

Manufacturer narrative:
(B)(4). Eval results: (death, ruptured vessel/aneurysm), (stent graft from another MFR).